Event description:
It was reported that the patient had high blood glucose level exceeded 500 mg/dl due to tubing breakage above the cartridge connection area on (B)(6) 2026 and stated that previous tubing breakage events had resulted in ketones and no medical intervention were reported.

Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.